Manufacturer narrative:
D4. Primary UDI number corrected.

Manufacturer narrative:
Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
D4: corrected the serial number, catalog number, UDI.

Manufacturer narrative:
Additional information was subsequently received and noted the patient had been oozing from nearly every access point and was unable to identify any specific location. The oozing was eventually controlled, but the patient did require blood products with a drop in hemoglobin. It is indicated the device is available for return for investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 50-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient received 2 units packed red blood cells (prbcs). The post-procedure outcome is unknown. The impella functioned at p-4 at 2.1l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements.